Event description:
Patient underwent a CT chest. During the injection, the technologist noticed the contrast started out bright, but quickly faded. This injection was through an existing central venous line. The tech quickly started a new peripheral line and loaded a new syringe and restarted the injection/procedure. During the radiologist review of the images, it was estimated that approx 30-40cc air had been injected. The patient experienced no symptoms and was returned to their coronary care unit bed where pt was monitored. The initial syringe was retrieved and it was noted that the syringe was completely empty, when normally they would have about 10cc left in the syringe.